Event description:
It was reported that the device was dead with no output or telemetry and could not be interrogated. It was also reported that the patient's heart rate was in the 40's during the office visit. It was further reported that last battery check estimated longevity at four years. Therefore the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.